Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported the basal delivery totals in the total daily dose history did not correlate appropriately to the programmed basal rate and the pump was not calculating bolus totals correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/25/2015-product analysis:the device was returned and evaluated by product analysis on 03/12/2015 with the following findings:the complaint was unable to be confirmed or duplicated with investigation. Review of the pump¿s black box revealed no related issues or abnormal pump behavior. The total daily dose history reflects appropriate deliveries for user programmed basal rates and boluses. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump¿s bolus calculating features were found to function properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.